Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator is being returned due to the lcds fading, as well as the back light fading and failing to stay on properly. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire for evaluation.service technician was unable to confirm the issue. The unit passed the automated testing with no abnormalities.the unit will be processed through service to insure proper functionality of the vent. Visual inspection revealed the pigtail has torn insulation, which was replaced. The unit passed all bench testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.